Event description:
A customer in the united states notified biomérieux of discrepant results associated with vitek® ms instrument (reference 410895). Customer reported that three (3) isolates turned out to be streptococcus dysgalactiae ssp equisimilis were misidentified as streptococcus agalactiae by vitek® ms: accession m5030573 was tested on 24 hour growth off of sb grown in 35c co2 which resulted in 68.5% streptococcus agalactiae. The same isolate was tested at 48 hours which resulted in a split identification of 50/50% streptocccus dysgalactiae ssp dysgalactiae/ssp equisimilis. The isolate was identified by vitek® 2 as 98% streptococccus dysgalactiae ssp equisimilis. Accession m5030574 was tested on 24 hour growth off of sb grown in 35c co2 and resulted in 94.1% streptococcus agalactiae. Repeat testing in duplicate was performed on 48 hour growth and resulted in 92.3% streptococcus agalactiae for one spot and "no ID" for the 2nd spot. This was from the same patient as m5030573 so was referred based on colonial morphology. No additional testing was performed on this isolate. Accession m5031994_2 was tested in duplicate on 48 hour growth off of sb grown in 35c co2 and resulted in 98.6% streptococcus agalactiae and "bad spectrum" for the 2nd spot. The isolate was identified by vitek® 2 as 94% streptococccus dysgalactiae ssp equisimilis. There is no indication or report from the laboratory or physician that the discrepant result led to any adverse event related to a patient's state of health. An internal biomérieux investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: regarding the first accession ID (B)(4) tested on (B)(6) 2018 and (B)(6) 2018. - spot b4 tested after 24-hour incubation gave a misidentification - spot e1 tested after 48-hour incubation gave the correct identification (the vitek ms system cannot separate streptococcus dysgalactiae ssp dysgalactiae and s.dysgalactiae ssp equisimilis; the result will always be displayed as a low discrimination. This is mentioned in the knowledge base user manual). The difference could be explained by the age of the culture, after 48 hours: - the strain has certainly better expressed proteins, - colonies were certainly bigger so easier to smear on the spot (better spot preparation quality). The suspected cause is a non-optimal spot preparation by the customer; however, it was not possible to confirm this hypothesis since the strain was not viable for retest by biomérieux. Regarding the accession ID (B)(6), the cause of the issue encountered on (B)(6) 2018 and (B)(6)2018 was due to non-optimal fine tuning during customer testing. The misidentification was not reproduced during the re-testing performed after fine tuning. Regarding the accession ID (B)(4), the strain was not available for retesting, but as testing was performed on (B)(6) 2018 prior to system fine-tuning, the misidentification is likely due to a non-optimal fine tuning.